Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00013 on february 2, 2017. On 02/03/2017 additional information: the customer was performing a lot to lot comparison and the new lot 070 exceeded the 25% allowable error for the customer's criteria. The sample type is serum. All the testing was performed same day. The customer repeated the correlation study with the same reagent lots and obtained acceptable values with both lots 070 and 069. The customer declined any further workup. The cause for the discordant vitamin d total results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant vitamin d total result is unknown. Siemens healthcare diagnostics is investigating. The IFU states in the results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
A discordant advia centaur xp vitamin d result was obtained on a patient sample during a lot to lot comparison. The lot comparison was between vitamin d reagent lot 069 and 070. The result for the patient (B)(6) 2017 and thawed and repeated for vitamin d testing on (B)(6) 2017 after recalibration. The results were similar. No results were reported from vitamin d reagent lot 070. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the vitamin d discordant results.